Event description:
Pt rec'd accidental subcutaneous injection of morphine upon attempted pump refill by home healthcare nurse. Pt had no symptoms of overdose, and pump was functioning properly upon fluoroscopic examination. Pt required no narcotic antagonitsts following the event. Pt had withdrawal symptoms and contipation 2 days following refill.